Event description:
Number of pts affected: unk. Name of equipment: driver for 10 mm bio-tenodesis screw ar-1540db, driver for 12 mm bio-tenodesis screw ar-1670db, driver for 15 mm bio-tenodesis screw ar-1350d, driver for 23 mm bio-tenodesis screw ar-1570db. Type of equipment: arthrex drivers for tenodesis screws. Common device name: tenodesis screw driver. (B)(4). Model & lot #s: model # ar-1540db lot# - 02064007. Model # ar-1350d lot# -02063912. Model # ar-1670db lot# -02081910. Model # ar-1570db lot# -02063611-. Number of pts who used equip: unk. Indications for use: biotenodesis repairs. Description of events, problems, or product use errors: unable to ensure that instruments are clean. Instrument is cannulated and does not come apart for cleaning. There is no way to ensure inner cannula is clean or sterile. We have had two separate events where the instrument has old dry blood come out of the inside of the cannula after being cleaned and sterilized. This is a very serious safety/infection control issue.